Event description:
The device delivered energy to the patient however upon the fourth delivery of energy the device made a loup pop sound and displayed a "defib fault 78" message. Clinician obtained another device to continue treating the patient. Patient subsequently expired.